Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 368 mg/dl. The customer stated that he received a battery out limit when he had a full battery on the screen. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The customer stated that the alarm did not occur with first battery installation after customer received pump in shipping mode. The customer was advised to check the alarm history. The customer stated that there were 6 batteries out limits and one bolus stopped. The customer stated that he also had a high reading when he looked at the alarm history. The customer was advised to monitor the pump and call back if issues continue.